Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited low lead impedance. No patient symptoms or intervention were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2015 indicated that the patient was presented in emergency room near syncope. The device was reprogrammed and patient was stable.